Manufacturer narrative:
Sc-1132 sn (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.